Manufacturer narrative:
Pump was received with cracked and bleeding lcd glass. Unable to perform the functional testing due to lcd anomaly. Pump had cracked case at display window corner and minor scratched display window.

Event description:
The customer reported via phone call that their insulin pump was damaged and had partial display. The customer was assisted with damage troubleshooting. The customer¿s blood glucose level was 174mg/dl at the time of the incident. Customer stated that the insulin pump was dropped and that there was a big black spot on the display. The customer stated that there was a crack on the pump and that they could not read the screen due to the big black spot. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.